Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced a signal artifact monitor (sam) event for which appears to be noise signals on the right atrial (ra) lead. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced a signal artifact monitor (sam) event for which appears to be noise signals on the right atrial (ra) lead. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the right atrial (ra) lead was explanted due to the patient having a heart transplant. No additional adverse patient effects were reported.